Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing. The blood glucose level was 113 mg/dl. The customer reported that they had insert a new sensor and transmitter was blinking but then there was no connection. The customer removed sensor, electrode was not present. The troubleshooting was not performed. The sensor will not be returned for analysis.